Event description:
It was reported the battery voltage was 2.66v after only 2.5 years. The device remained in use. It was explanted and replaced about a month later and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported the battery voltage was 2.66v after only 2.5 years. The device remained in use. It was explanted and replaced about a month later and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event. Follow-up with the physician's office determined that the device was replaced due to being near eri (elective replacement indicator).

Manufacturer narrative:
Asku